Event description:
The clinic reported that a laser vision correction patient had treatment on (B)(6) 2006. Patient presented on (B)(6) 2015 with corneal ectasia in left eye only. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurry vision in left eye. Bcva from (B)(6) 2006: right eye pre-op 20/20, -1.25 x -1.00 x 173. Left eye pre-op 20/20, -1.50 x -1.25 x 140. Bcva from (B)(6) 2015: right eye post-op 20/20, -.25 x -.25 x 32. Left eye post-op 20/50, -3.00 x -3.25 x 120.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.